Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 448 mg/dl. The customer reported that the blood glucose this morning was high. The customer reported that the site does not show signs of infection. Customer was advised to change the infusion set. The insulin pump was not returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.